Event description:
It was reported that a request for rhythmcare was made to review a stored treated episode. Device data review identified the device was suspected of exhibited oversensing of supraventricular tachycardia (svt) resulting in the shock to be delivered. Further evaluation is expected at the next follow up appointment. This device remains in service. No adverse patient effects were reported.